Event description:
It was reported that during implant, there was strong resistance when advancing the lead through the introducer sheath. During manipulations of the lead, a cardiac perforation occurred. The lead was explanted and replaced. There were minor consequences for the patient.

Manufacturer narrative:
(B)(4). The lead could be advanced through a reference introducer but with some resistance due to the maximum size of the lead was out of specification. (B)(4).